Manufacturer narrative:
Section h4 (device mfg date) was updated based on the extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of applying the adc freestyle libre sensor. As a result, the customer experienced symptoms of shaking hands and a seizure. The customer was able to come themselves and self-treated with food therefore, no third-party treatment was required and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m00672cf04 has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was sent for further investigation and de-cased. Reflowed the soldering of the application specific integration circuit (asic). The simvivo test was preformed and failed. Replaced returned asic with a known good asic and performed simvivo testing. All the results were in specifications. An extended investigation was performed. Visual inspection was performed on the printed circuit board assembly (pcba) and no abnormalities were observed. Therefore, this issue is confirmed due to a malfunctioning asic. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of applying the adc freestyle libre sensor. As a result, the customer experienced symptoms of shaking hands and a seizure. The customer was able to come themselves and self-treated with food therefore, no third-party treatment was required and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of applying the adc freestyle libre sensor. As a result, the customer experienced symptoms of shaking hands and a seizure. The customer was able to come themselves and self-treated with food therefore, no third-party treatment was required and no further information was reported. There was no report of death or permanent injury associated with this event.